Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was reported that the pacemaker exhibited noise oversensing which resulted to inappropriate automatic mode switch (ams) episodes. It was noted that sensitivity adjustments were not performed since the noise artifact was as large as the smallest p-waves. The patient's status was not reported.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The reported event of sensing and pacing problem was confirmed. As received, the device had normal telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was at normal level; signs of rapid depletion were noted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.